Event description:
A malfunction alarm was reported, indicating malfunction code 12. The customer's blood glucose level did not exceed 500 mg/dl, so there was no adverse impact. Technical support provided pump reset information and assisted the customer with resetting the pump.